Event description:
It was further reported that the device was returned.

Event description:
It was reported the biomed was doing preventative maintenance and was not able to measure anything form the device. The device is being returned for repair. No information was received indicating patient involvement.

Event description:
It was reported the biomed was doing preventative maintenance and was not able to measure anything from the device. The device is being returned for repair. No information was received indicating patient involvement. It was further reported that the device was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The device was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.